Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose was 23.9 mmol/l. Customer's blood glucose at the time of incident was 19.3 mg/dl the customer did experience the symptoms such as tiredness an thirsty . The customer was treated by bolus. Troubleshooting was done for high blood glucose and under delivery. Customer did not allege pump was under delivering. Insulin pump was on auto mode. The insulin pump will not be will be returned for analysis.